Event description:
It was reported that the lead was used but not implanted because it was too stiff to make a bend in the patient's vein. A different model lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed.